Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of the stomach during an endoscopic ligation procedure performed on (B)(6) 2023. During the procedure, the bands were deployed in the tumor located in the fundus of the stomach; however, it fell off which resulted to bleeding. The tumor was cut with a snare and a hemostatic clip was used to stop the bleeding. It was noted that no difficulty was experienced upon setting up the device. There were no reported patient complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the fundus of the stomach; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.